Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the device exhibits signs of repeated use and has fractured on the medial side of the post. The complaint is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in a zrm, which identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the cracked tasp was identified when assembling devices in tray after sterilization.